Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing difficulty connecting their ipg to external devices. X-ray imaging revealed that the ipg was flipped in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.